Manufacturer narrative:
Device passed displacement test and self test. No unexpected hardware low level failures or software error alarm noted during testing. However, hardware low level failures alarm confirmed in the device history due to broken trace on keypad assembly. Software error alarm found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was called via phone hardware low level failures was occurred . The customer's blood glucose level was 68mg/dl. The insulin pump will be returned for analysis.